Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified that the gel is underweight, 100% of the shell is missing. Based on the device analysis the final assessment is: 100% of the shell is missing the assessment is inconclusive.

Event description:
Healthcare professional reported right side rupture with capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture with capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side rupture with capsular contracture baker grade unknown. Device has been explanted.